Manufacturer narrative:
Explanted date: device was not explanted. Reporter name - requested, not provided. Phone number- requested, not provided. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the doctor decided to use a 6fr angio-seal device. An angiogram was done on the patient. Step by step procedure was followed when attempting to deploy the angio-seal followed by compressing the collagen. However, when the doctor took out the angio-seal, the anchor was seen attached to the device. The doctor then deployed a new angio-seal device and the procedure was completed successfully. The patient condition was stable. Additional information was received on 25dec2019. An angiogram was performed using a 6fr procedural sheath. A pre-deployment angiogram was done. Hemostasis was achieved using a new angio-seal device.